Event description:
The customer reported that the system displayed a communication error message and intermittently started radiating which required the emergency stop mechanism to be activated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage at ps1 was increased to 5.25 vdc. The system was tested and found to be working as intended and put back into service.